Event description:
As reported by the cypress adjudication minutes, on (B)(6) 2013, a patient presented for health clearance in anticipation of breast biopsy. Per note, she was on dual antiplatelet therapy. During the visit, she complained of exertional shortness of breath. She had prickly discomfort involving her left chest in addition to profound fatigue and tiredness, including waking up and falling asleep in the middle of the night. She also complained of claudication symptoms and cramping. Per visit note on the patient reported the same level of exercise as during a previous visit a year ago: she was exercising 1-2 times per week, 15-20 minutes per day (exercise type: walking), participated in shopping and was able to climb a flight of stairs and walk 2 level blocks. Assessment: return of symptoms of chest pain, shortness of breath and fatigue, cannot rule-out angina-equivalent given a history of previous stenting. Stress test was recommended. According to a visit note of (B)(6) 2013, the patient presented with a history of increasing chest pains and shortness of breath. She also had multiple spells including spells at rest that had occurred over the past week or so prior to this visit. A stress test on (B)(6) 2013 revealed ef of 39%, anterior wall hypokinesis, and multiple fixed defects including a large fixed interior, anterior and lateral wall defect; the septum appeared viable; there was diminished systolic function (risk: moderate risk study), as per visit note. Repeat angiography on 06/11/2013 revealed a 100% in-stent restenosis of isr type IV (total occlusion) with no thrombus and timi 0 flow in the ramus reported by the angiographic core lab. According to a follow-up visit note on (B)(6) 2013, the catheterization lab impression was as follows: occluded ramus intermedius stent - this had been intervened three times in the past; patent cx stent, non-obstructive plaguing involving lad and rca, mildly impaired systolic function; and recommendation of medical therapy. Visit office assessment on (B)(6) 2013: chronic stable angina with known occluded ramus intermediate stent with a plan for a follow-up visit in six-month period of time. The site reported event of stent occlusion on (B)(6) 2013. Per ae form entry, the event resolved without sequelae on (B)(6) 2013 with no treatment provided. On (B)(6) 2010 the patient underwent the index procedure with treatment of one target lesion in the ramus and one non-target lesion in the cx (non-target vessel). The target lesion in the ramus was treated with pre-stent balloon angioplasty and placement of two study stents. The second study stent was placed proximally in an overlapping fashion to fully cover the lesion. The angiographic core lab reported a 27% final residual in-lesion stenosis with no dissection and timi 3 flow. A non-target lesion in the proximal cx was successfully treated with balloon angioplasty. The post-procedure course was uncomplicated and the patient was discharged on (B)(6) 2010 on dual antiplatelet therapy.

Manufacturer narrative:
The patient was on dual antiplatelet therapy. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported by the cypress adjudication minutes, on (B)(6) 2013, a patient presented for health clearance in anticipation of breast biopsy. Per note, she was on dual antiplatelet therapy. During the visit, she complained of exertional shortness of breath. She had prickly discomfort involving her left chest in addition to profound fatigue and tiredness, including waking up and falling asleep in the middle of the night. She also complained of claudication symptoms and cramping. Per visit note on the patient reported the same level of exercise as during a previous visit a year ago: she was exercising 1-2 times per week, 15-20 minutes per day (exercise type: walking), participated in shopping and was able to climb a flight of stairs and walk 2 level blocks. Assessment: return of symptoms of chest pain, shortness of breath and fatigue, cannot rule-out angina-equivalent given a history of previous stenting. Stress test was recommended. According to a visit note of (B)(6) 2013, the patient presented with a history of increasing chest pains and shortness of breath. She also had multiple spells including spells at rest that had occurred over the past week or so prior to this visit. A stress test on (B)(4) 2013 revealed ef of 39%, anterior wall hypokinesis, and multiple fixed defects including a large fixed interior, anterior and lateral wall defect; the septum appeared viable; there was diminished systolic function (risk: moderate risk study), as per visit note. Repeat angiography on (B)(6) 2013 revealed a 100% in-stent restenosis of isr type IV (total occlusion) with no thrombus and timi 0 flow in the ramus reported by the angiographic core lab. According to a follow-up visit note on (B)(6) 2013, the catheterization lab impression was as follows: occluded ramus intermedius stent - this had been intervened three times in the past; patent cx stent, non-obstructive plaguing involving lad and rca, mildly impaired systolic function; and recommendation of medical therapy. Visit office assessment on (B)(6) 2013: chronic stable angina with known occluded ramus intermediate stent with a plan for a follow-up visit in six-month period of time. The site reported event of stent occlusion on (B)(6) 2013. Per ae form entry, the event resolved without sequelae on (B)(6) 2013 with no treatment provided. On (B)(6) 2010, the patient underwent the index procedure with treatment of one target lesion in the ramus and one non-target lesion in the cx (non-target vessel). The target lesion in the ramus was treated with pre-stent balloon angioplasty and placement of two study stents. The second study stent was placed proximally in an overlapping fashion to fully cover the lesion. The angiographic core lab reported a 27% final residual in-lesion stenosis with no dissection and timi 3 flow. A non-target lesion in the proximal cx was successfully treated with balloon angioplasty. The post-procedure course was uncomplicated and the patient was discharged on (B)(6) 2010 on dual antiplatelet therapy. The patient has a medical history of six pcis (involving the target lesion in (B)(6) 2005, on (B)(6) 2006, and on (B)(6) 2008), mi on (B)(6) 2006, complete heart block, status post permanent pacemaker placement, dyslipidemia, hypertension, ef of 30%-39%, copd, and former smoking. Product file: (B)(4). The product remains implanted in the patient and thus is not available for evaluation. A device history record review was performed and showed that the lot of products met all requirements per the applicable manufacturing quality plan. Coronary artery restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. The patient¿s medical history previous pcis, mi, dyslipidemia, hypertension and former smoking place her on a high risk for the progression of coronary artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.